Event description:
It was reported that implantable cardioverter defibrillator (ICD) recorded high out of range shock impedance measurements. Technical services (ts) reviewed the device data, noted the out of range measurements was at approximately 126 ohms does not suspected a lead integrity issue. No adverse patient effects were reported. This ICD remains in service.